Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the ebb. The patient remains ongoing on left ventricular assist system (lvas) and no further events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that pump stoppage occurred due to power source depletion. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file which contained data from (B)(6) 2017 14:52 to (B)(6) 2017 12:00. On (B)(6) 2017 11:59, the patient was connected to fully charged batteries and at 22:59 low battery advisory alarms were observed. On (B)(6) 2017 0:04 a low battery hazard, power save mode was observed. At 0:10 the backup battery was used to maintain pump speed for an unknown time until the backup battery depleted and the pump stopped. Pump function resumed when power was established. No additional information was provided.